Event description:
Elderly female with history of coronary artery disease, diabetes, hypertension and multiple sclerosis. To emergency dept with recent chest pain and for diagnostic heart cath. The comet had no pressure tracing, it would not connect. Another device used without problem. No known harm to patient.